Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump's reservoir ring had come off. Customer's blood glucose was 110mg/dl. Customer was assisted with troubleshooting and it was found that ring the reservoir is unable to lock in place when inserted into pump. Customer advised to discontinue use of the pump and revert to backup plan per health care professional's instructions. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and faded serial number label.